Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, seroma and capsular contracture, baker graded IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: seroma, capsular contracture, baker grade IV and alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported seroma, capsular contracture, baker grade IV and anaplastic large cell lymphoma (alcl), pathological markers cd30+ and alk- have been received. The device was explanted. This record is for the right side.

Event description:
Physician reported seroma, capsular contracture, baker grade IV and anaplastic large cell lymphoma (alcl), pathological markers cd30+ and alk- have been received. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion, voids in the gel and weight to the spec. Cloudy and bubbles were observed in the gel after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.